Manufacturer narrative:
(B)(6). (B)(4). Device returned but evaluation not yet started and thus no conclusion can be drawn.

Event description:
It was reported that the patient underwent lumbar disc herniation surgery. The surgeon used the m8 spinal inner fix system. During the surgery, there were two screws found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. No injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, consistent with misalignment of the mas and set screw threads during construct assembly.